Event description:
It was reported that the surgeon, dr. (B)(6), was attempting to place bilateral cages into a single disc space. He placed and opened the first cage successfully. When he impacted the second cage into the disc space, it appeared that he may have made contact with the first cage that was already implanted. He stopped to take an x-ray and was able to confirm that he had made contact with the first cage and it had migrated anteriorly past the anterior border of the disc space. He then pulled the second cage out and attempted to retrieve the first cage. After multiple attempts to engage the first cage with the inserter and hospital instruments he landed up inadvertently moving the cage outside of the disc space. He proceeded with the procedure and placed a unilateral cage at that level.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The implant in question was not returned for evaluation and there were no images provided. Additionally, attempts to get more information were unsuccessful. In the reported information, it was confirmed that the first sable cage deployed during the bilateral plif procedure was contacted by the second cage, causing the first cage to migrate past the anterior border of the disc space. It is possible that the implant migration was caused by user error in positioning of either the first or second implant. However, without further information, the exact cause could not be established. While the status of the patient is unknown, the worst-case risk level effect was evaluated. The reported failure is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, b5, d2, g3, g6, h2, h6, h10

Event description:
It was reported that the surgeon was attempting to place bilateral cages into a single disc space. He placed and opened the first cage successfully. When he impacted the second cage into the disc space, it appeared that he may have made contact with the first cage that was already implanted. He stopped to take an x-ray and was able to confirm that he had made contact with the first cage and it had migrated anteriorly past the anterior border of the disc space. He then pulled the second cage out and attempted to retrieve the first cage. After multiple attempts to engage the first cage with the inserter and hospital instruments he landed up inadvertently moving the cage outside of the disc space. He proceeded with the procedure and placed a unilateral cage at that level.